Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a loop leakage. There was patient involvement. No harm was caused to the patient. A getinge field service engineer after checked the equipment on-site at the hospital to confirm the fault reported by the customer. Recommended the customer to replace the safety disk. The hospital was quoted a price, but the hospital refused to quote. But the customer replaced the safety disk of other idle equipment with this equipment. H3 other text : repair not performed by getinge

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had air leakage in the loop. The customer replaced the patient with other equipment. There was no harm reported.